Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 121 mg/dl. Tandem technical support educated the customer on the insulin gauge calculations of the pump. Although requested, the customer declined to reload the cartridge and declined follow-up from tandem technical support, and will continue to monitor the insulin gauge.